Event description:
It was reported that a user experienced hypoglycemia while using the ilet, with a rapid decrease from in-range glucose to a low confirmed by fingerstick, and the device did not provide low or urgent low alerts. Symptoms included dizziness consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrates and no medical intervention or assistance. Troubleshooting and education were provided, and follow-up with clinical support was arranged to review potential causes. Investigation included a review of use conditions and counseling on hypoglycemia management. Investigation of this case revealed that the specific cause of the hypoglycemic event was not determined. It was concluded that the event was user-reported hypoglycemia with unclear cause and that the device did not alert.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.